Manufacturer narrative:
(B)(4). The field event could be confirmed however analysis was normal, no anomaly was found. (B)(4).

Event description:
It was reported that the device entered bvvi mode with no tachy support due to a power on reset (por) occurring for a unknown reason. The device was explanted and replaced. The patient was in good condition before and after the event.